Event description:
The hcp reported the pt had a pocket revision done in 2005. A week later, the pt noted incisional oozing and tenderness, but was afebrile. Two days later, the pump and catheter were explanted. The hcp reported noting spinal and pocket site drainage. The abdominal incision was packed and soaked with antibiotics.